Event description:
The customer ran his blood test on his contour meter on two separate occasions and the readings were 280 and 267mg/dl. He re-tested his blood each time on a different contour and the readings were 129 and 134mg/dl, respectively. The differences between the two comparison tests fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer did not have access to his strips so only the meter information was provided. Customer is to call back for further troubleshooting so no product is expected to return at this time.